Event description:
It was reported through the stryker facebook page, "u r lucky!!! I had one knee done mako robotic. It¿s been 2 yrs. Stilled not healed. Seeing a 3nd surgeon 2nd time. Praying I don¿t need a revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.